Event description:
Dealer states intermittent key switch. The horn has split from the inside out. The electric circuit board inside tiller will turn on, then when turned off will not turn back on again unless batteries are disconnected and connected again.